Event description:
Perseus sv clinical study. Same patient as MDR ID#: 2134265-2013-00325, 2134265-2013-00326, 2134265-2013-00327. It was reported that during a coronary artery stenting treatment procedure, target vessel dissection occurred. In (B)(6) 2007, the patient was diagnosed for stable angina (ccs classification 1) and cardiac catheterization was recommended. The target lesion was located in the distal right coronary artery (dist rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. Following pre-dilation using a 2.25x15mm maverick balloon catheter and placement of a 2.25x24mm taxus perseus stent, a small extra luminal dissection was noted in the dist rca. This was subsequently covered with a 2.25x12mm taxus perseus stent, with 0% residual stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).